Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The device obtained readings continuously for twenty minutes of testing with no observed freezing. The unit was determined to be fully functional.

Event description:
The customer reported the device would freeze and crews were unable to get it to unfreeze. No patient impact or consequences were reported.